Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump "malfunction and infused IV pb 50 ml- run at 100ml/hr, ivpb 250 ml- run at 100 ml/hr the 250 mainline run at 20 ml/hr- all infused between 1205-1500- pump total read 536 ml." This alleges an overinfusion occurred that may have been due to improper volume to be infused programming. It was also reported there was no patient injury.